Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was difficult to activate. Bleeding occurred after sealing tones. Device would activate and have an end-tone indicating a completed seal, but the tissue seal was not complete. There was no patient injury.